Event description:
Involved 2 perforators and 3 holes. 1) failed to stop at dura and removed manually. 2) failed to stop when through bone. Dura intact. Md felt he was through bone and stopped perforator. No adverse sequella. 3) drill returned with 2 perforators.